Event description:
A malfunction alarm was reported by the caller, indicating a failure on the pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the caller in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared.